Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse performed total service maintenance and ran precision study using the patient's sample, which resulted satisfactory. The cse ran quality controls (qc), resulting within the acceptable ranges. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
On (B)(6) 2017, a discordant, falsely elevated cardiac troponin I (tni -ultra) result was obtained on one emergency room (ER) patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. A new sample obtained from the patient was run on an alternate instrument, resulting lower. Additional samples obtained from the patient were run later that day on the same instrument, resulting high on one replicate and lower on the other. The customer ran several samples and they all matched. On (B)(6) 2017, the customer reran the original sample on the original instrument and the alternate instrument, all replicates resulting lower. It is unknown which of the repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni-ultra results.